Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing.  After testing it was concluded that the device operated within specifications. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. Pump passed the dat test.

Event description:
The customer reported via phone call, they had visited there endocrinologist and they refereed them to the emergency room on (B)(6) 2017 as the customer's blood glucose was 600 mg/dl. The customer was experiencing symptoms such as dizziness. Customer stated earlier in the morning at breakfast customer's blood glucose was 155 mg/dl and by 9:00 it was 574 mg/dl. Customer treated but his blood glucose wouldn't lower. Customer then took everything off and put a plunger on the end and pressed on the reservoir and it comes out. Customer was treated with an IV solution and insulin drip at the hospital. The customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed. The infusion set was changed the same day. The drive support cap was reported as normal. Customer declined checking for air bubbles and leaks. Customer had removed the infusion set and noted it had a bent cannula. Customer declined further troubleshooting and requested for the device to be replaced, as the customer and the doctor believe the insulin pump is not functioning. The device is returning for analysis.